Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. Additionally, it was reported that the customer experienced multiple low blood glucose (bg) levels that ranged less than 55mg/dl and 69 mg/dl; cause was unknown. Customer addressed bg level by ingesting juice and peanut butter. Reportedly, the customer continued to use the pump for insulin therapy.